Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient complained about the cleaning instructions being too much for the purewick accessory replacement kit. The representative advised the patient that if that was not done, the patient would need to change the accessories more often. It was noted that the purewick accessory replacement kit was replaced on (B)(6) 2021. As per additional information received on 09nov2021, it was reported that the patient could not get the lid off the canister because of arthritic hands, they want to know whether they could lubricate to help get off the lid. They wanted to know if they could try vaseline, ky jelly or some type of lube to help make taking off the lid easier. The representative to give it a try, it might cause the unit not to have a tight enough seal and lose some suctioning ability, but they wouldn¿t know unless they tried. The patient would try because their hands were arthritic and also, they could not take the lid off without assistance. The representative advised ok to try but might cause loss of suction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient complained about the cleaning instructions being too much for the purewick accessory replacement kit. The representative advised the patient that if that was not done, the patient would need to change the accessories more often. It was noted that the purewick accessory replacement kit was replaced on (B)(6) 2021.